Event description:
An accu tni of 2.36 ng/ml was reported out of the lab and the patient was admitted to ccu. While rechecking the enzyme results, the accu tni was repeated and the result was less than 0.03ng/ml. The original tube was pulled and repeated with a result of less than 0.03 ng/ml. Another sample was collected and an accui tni result of 0.03 ng/ml was obtained. This final result was released and reported to ER. There have been no reports of injury requiring medical intervention or change to patient treatment attributed to this event.